Event description:
It was reported that a balloon rupture occurred. The target lesion was severely calcified. The 10 mm x 2.25 mm wolverine cb was selected for use. Immediately after inflation, the balloon ruptured. The device was removed and the procedure completed with a normal nc balloon. There were no patient complications.